Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4 mm x 39 mm enterprise®2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent was still attached to the delivery wire inside the introducer. No appearance of damages were observed. Microscopic inspection was performed. It was observed that the stent component was disengaged from the delivery wire. A functional test was attempted; however, the stent could not be advanced due to it being disengaged state. The issue reported in the complaint regarding the stent being impeded at the distal end of the microcatheter was confirmed based on the findings mentioned above. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and / or exact contributing factors that may have resulted in the observed failure mode. The disengaged condition of the stent suggest that it was inadvertently moved during the attempts to advance or retract the stent from the microcatheter. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8248629. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8248629. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure targeting an aneurysm on the left internal carotid artery (ica) ophthalmic segment, the 4 mm x 39 mm enterprise®2 stent (encr403912 / 8248629) was impeded at the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31276207) and could not pass through the microcatheter. After adjustment, the stent was still unable to be pushed out of the microcatheter. The physician removed the stent and the microcatheter from the patient and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 16-jul-2024, additional information was received. Per the information, the target aneurysm was confirmed to be on the left internal carotid artery ophthalmic segment. An adequate, continuous flush was maintained through the microcatheter. When the stent was removed, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system when the stent was removed. The replacement devices were not another 4 mm x 39 mm enterprise®2 stent (encr403912) and 150cm x 5cm prowler select plus microcatheter (606s255x). The information also confirmed there was no negative patient impact and there was no delay in the procedure as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 12-aug-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.